Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving fentanyl at a n unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2018 or (B)(6) 2018, the patient had a refill done. The doctor's nurse practitioner refilled the pump and injected 20 ml of an unknown concentration of fentanyl into the pocket area. They used narcan twice and transported the patient to the hospital. The patient was then observed for three hours and sent home. The patient then returned to the doctor's office and the doctor finished filling the pump with the remaining 20 ml of drug. It was then stated that the patient's pump was currently empty and had been for a couple of months while the patient was trying to find a new hcp. No environmental, external, or patient factors were noted to have led or contributed to the issue. Additionally, no troubleshooting or diagnostics were performed. The patient was to establish herself with a primary care physician and then have them refer her to doctors to manage the pump. The issue was not resolved. No surgical intervention occurred and none was planned. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-may-18. It was reported that the patient was overdosed with "10000mcg/ml fentanyl" during this pocket fill. The patient reportedly met with the manufacturer representative about 8 months or so ago (relative to (B)(6) 2020) to shut off the pump. It was noted thatthe patient's short and long term memory were affected by this incident and the patient had not been back to that healthcare provider (hcp) since the incident occurred.